Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A director reported a patient with an incomplete bed/side cut of the left eye following lasik flap creation. The flap edge was rough from seven thirty to nine o`clock. Issues have been reported to be resolved.

Manufacturer narrative:
Additional information provided. During an onsite visit after the reported event the fse (field service engineer) was able to confirm test cuts were out of specifications. To fix this issue fse replaced laserhead, articulated arm and f-theta lens and successfully completed system verification to specification. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Sample returned and forwarded to supplier for failure analysis: worn laserhead. The root cause could not be identified conclusively. Worn laserhead is a contributing factor. The manufacturer internal reference number is: (B)(4).